Event description:
Blood was noted in the extracorporal tubing of the intraortic balloon. Attempts to remove the balloon were unsuccessful. The balloon was removed surgically by a thoracic surgeon. Visual inspection revealed powdered clots inside the balloon. A portion of the balloon catheter was saved for investigative purposes. The balloon will be retained by the facility, and if released by the risk mgmt dept, will be sent to datascope for evaluation. (Since no hospital name or facility reporter was given, it is not possible to determine if this complaint has been previously reported to datascope in order to possibly avoid a duplication. (Event complications: the iab was entrapped/surgically removed - reported 8/25/97.) (Pt's current status: unk - rpt'd 8/25/97.